Event description:
It was reported to the manufacturer that the patient's device showed high lead impedance on a diagnostic test and has been experiencing an increase in seizure activity above pre-vns baseline. There was no report of any patient manipulation or trauma to the device. The patient is unable to communicate if she perceives normal mode stimulation, and it is unknown if magnet mode stimulation is functioning properly as it no longer aborts or inhibits a seizure as it used to. It was indicated that the patient's increase in seizures is a result of loss of therapy from the high impedance event. The patient's device has been turned off as a precaution. X-rays of the implanted device have been reviewed by the manufacturer. The lead connector pin did not appear to be fully inserted into the generator connector block. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin did not appear fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.